Event description:
Additional information was received. It was reported that the patient had lost weight, which caused the pump to become unstable. A revision surgery was done to relocate the pump from the patient's abdomen into her to hip. It was reported that there was no patient injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer, neu_ptm_, serial# unknown, catheter 8709, serial# (B)(4), implanted: 2007 (B)(6), explanted: unknown. (B)(4).

Event description:
The patient reported their pump was repositioned from the front and put in the back as the patient lost a lot of weight and the pump was "falling over" when it was in the front. Dilaudid (hydromorphone) additional information has been requested; a follow-up report will be sent if information becomes available to us.